Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer stated that none of the buttons were responsive. Customer's blood glucose reading at the time of the call was 351 mg/dl and has treated. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no off no power, low battery, or battery out limit alarms were noted. The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.